Event description:
It was reported that the customer's blood glucose was unpredictable. The blood glucose reading at time of the call was 240mg/dl. Troubleshooting was performed. The customer treated her blood glucose with a 3.0 units bolus prior to calling. The time and date were correct. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the insulin pump did not alarm. Advised the customer to discontinue use of the device and to revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.